Manufacturer narrative:
An explant due to infection was reported to abbott. The patient's total system was explanted due to an infection at the neck. The patient was given IV antibiotic to address the issue. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that the patient experienced an infection at the lead site. In turn, surgical intervention took place wherein the system was explanted, and patient was given IV antibiotic to address the issue.